Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion and patient information. The customer was contacted regarding patient details and no response.

Event description:
The customer reported that the ventilator went inop. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Failure analysis on the returned data acquisition to motor controller (da to mc) cable shows that this da to mc board cable (date code: 1105 rev d) was tested and no failures were identified.